Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. A visual evaluation of the returned device revealed that the stent was loaded onto the delivery system via the suture. The guide catheter was stretched and broken. The broken proximal piece of the guide catheter was stuck on the guidewire. The guidewire could not be removed from the proximal broken guide catheter. There was no visible damage observed on the guidewire and was not a likely contributing factor to this complaint. There were no damages observed on the push catheter. The distal end of the guide catheter had multiple kinks/bends (suture impressions). During the evaluation, the suture was broken and the stent was removed. There were no damages observed on the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter became stretched, and the stent was unable to be deployed. The procedure was successfully completed with a competitor's pigtail stent and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.